Event description:
Dräger received an ufr with the following content: 'during the use of the ventilator, the screen suddenly went black, and the device alarmed. The ventilator was replaced and sent for repair." There was no detail in the report which would reasonably suggest that patient consequences may have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger in unable to perform an investigation; the complaint description cannot be fully understood. It is not clear if suddenly the display blanked out, if the device performed a reboot or if it shut down completely. Since the type of alarm the device reportedly posted is not known, no reliable conclusion in regard to the triggering condition is possible. A shut-down may be related to loss of energy which can be related to infrastructure issues (loss of mains power), component malfunction (internal power supply malfunction) or use error, a differentiation is not possible due to lack of information. It can be concluded that the underlying condition does not incorporate a previously unidentified or falsely assessed risk since the device responded with alarm to it. The ventilator was in use for 15 years now - state of preventive maintenance and repairs is not known to dräger. It is recommended to have it checked by authorized personnel and repaired if necessary and not uneconomic.